Event description:
As reported: "physician used dilator from introducer set to dilate access to pt's venous system for pacemaker lead implantation. During this action, dilator fragmented into three parts, while the distal portion remained in the vein on the wire. Once moved, this portion travelled into pt's right ventricle, and then into right pulmonary artery and into middle portion of right lung. Immediate actions to retrieve piece were unsuccessful. Pt remains with distal portion of the above-mentioned dilator in his right lung for possible invasive/non-invasive solution and its retrieval." "Current pt status is good. Pt is at home with antibiotics and awaiting physician's decision."

Manufacturer narrative:
Only a portion of the device has been returned for evaluation as of today. Initial evaluation has been inconclusive, but additional tests are planned. If these tests provide additional clarification in regard to the cause of the complaint, an update to this report will be provided.